Manufacturer narrative:
The initial report stated it was unknown if the initial result was reported outside of the laboratory. It was clarified that the initial result of 100.0 pmol/l with a data flag was reported outside of the laboratory. The customer is performing instrument maintenance as recommended. There were no clots or fibrin in the sample. No pre-analytic issues were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas e 411 immunoassay analyzer. The initial result was 100.0 pmol/l with a data flag. It is unknown if this result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated twice with results of 15.87 pmol/l and 16.19 pmol/l. The ft4 iii reagent lot number was 494388 with an expiration date of sep-2021.